Manufacturer narrative:
It was reported that tubing appears to have a substance on the inside of it. Received from the customer was one used primary set model 2420-0007 lot 20033523. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Visual inspection observed dark red/black specks on the drip chamber wall (p/n 630-00362). Functional testing was performed by attaching the set to a lab infusion bag filled with water and the drip chamber was squeezed allowing the water to fill the drip chamber. The drip chamber was shaken vigorously with the water contained within. It was observed that the speck markings remained affixed in the same location on the drip chamber. The fluid was then allowed to flow through the set. It was observed that the marking remained affixed in the same location on the drip chamber. The drip chamber was cut open to further inspect the markings. Further inspection under a lab microscope revealed that the marking were not on the inner wall surface of the drip chamber but embedded within the drip chamber material, and therefore not within the fluid path. Equipment used (measurement and testing performed on 16sep2020) - optical ram-cnc, eq08204, calibration due date: 5-feb-21. A device history record for model 2260-0500 with lot number 20033523 was performed. The search showed that a total of (B)(4) units were built on 28mar2020. The search showed that there were no quality notifications for the failure mode reported by the customer. The root cause of the customer¿s report is has been investigated in previous investigations and was found to be directly related to the supplier molding process. Industrie borla in recent years has implemented several activities to reduce as much as possible the reoccurrence of the cosmetic defect.

Event description:
It was reported that gem v/nv 20d 1cv 2ss dehp free tubing had foreign matter inside. The following information was provided by the initial reporter: material no: 2420-0007 batch no: 20033523 it was reported that tubing appears to have a substance on the inside of it.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that gem v/nv 20d 1cv 2ss dehp free tubing had foreign matter inside. The following information was provided by the initial reporter: material no: 2420-0007 batch no: 20033523. It was reported that tubing appears to have a substance on the inside of it.